Manufacturer narrative:
To date the incident devices have not been received for evaluation. If the devices are received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. To date devices have not been received.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent and two suprarenal aortic extensions. On (B)(6) 2014 the patient had a repair for a type 1b endoleak and a type 2 endoleak. The physician implanted a limb extension and performed a coil embolization. On (B)(6) 2017 a follow up showed a type 3b endoleak. The physician elected to explant the devices and complete an open repair. The patient is reported to be in stable condition.

Manufacturer narrative:
At the completion of the clinical assessment based on the information available, clinical was able to confirm the reported endoleak type iiib of the main body at the suture line. Due to lack of medical information available, clinical evaluations was unable to find substantial evidence to confirm the following reported events; explant with conversion to open repair. Additionally there was evidence to reasonably support the following observation; endoleak type ia, secondary procedure with suprarenal cuff placement to resolved endoleak type ia, sac growth, and persistent endoleak type ii. The most likely cause of the endoleak type iiib was determined to be device related. A clinical assessment showed that the device is definitely related to this event. Clinical found no procedure-related circumstances. Patient anatomy of off label neck angulation. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. The most likely cause of the endoleak type ia was determined to be anatomy related. A clinical assessment showed that the device is not likely related to this event. Clinical found no procedure-related circumstances. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. The most likely cause of the sac growth was determined to be device related. A clinical assessment showed that the endoleak type iiib, type ia and type ii is most likely to have contributed to this event. Clinical was unable to find evidence to reasonably suggest contributing factor to the reported event due to limited available patient information.